Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (61 mg/dl). During troubleshooting with tandem technical support it was found that the basal rate was set incorrectly. Reportedly, customer's health care professional set the basal rate incorrectly. Customer stabilized blood glucose levels with a sugar tablet.